Event description:
Reporter indicated that the patient's vns device was "not working". It was reported that the patient was having seizures and that when the magnet was swiped over the device, the vns did "not detect" the magnet swipe. Follow up with the physician revealed that the patient could no longer feel vns stimulation and that the patient's seizures had increased to pre-vns baseline or "maybe a little worse". It was reported that the patient has frequent falls from seizures. It was also reported that the physician felt the generator moves around inside the chest pocket. A system diagnostic test was then performed, and the test indicated high lead impedance. It was reported that the patient was recently hospitalized due to "cardiac and/or respiratory failure" and the patient" was released with code blue". The relationship to vns is unknown at this time. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.